Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, yellow particles in device inner surface, void >1 mm in non-textured, valve-to shell-bond area and one linear opening. A microscopic analysis and leak test were performed which identify one opening crease smooth. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: - one opening crease smooth in the side radius assessed as fold flaw opening.

Event description:
Device has been explanted and replaced.